Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-jul-2019 with the following findings: a review of the pump¿s black box showed no call service alarms. During testing, the pump was powered on to a replace battery alarm that would not clear. The complaint of a communication alarm issue was not able to be adequately investigated due to the recurring alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2018 the reporter contacted animas, alleging that the pump emitted a communication call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.